Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician had difficulty extending the helix with the pacing lead. It took multiple turns to fully extend and would not retract easily. No patient complications have been reported as a result of this event.